Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause of the reported device damage could be attributed to the operator's technique. The instruction manual contains caution statements in an effort to prevent equipment damage. "Insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." As part of our investigation of this report, olympus made multiple follow up attempts to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, single use biopsy valve debris was found in the lung of the patient. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from kti to eoq.